Event description:
Same case as MDR ID# 2134265-2012-07450. It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire punctured the shaft of a catheter and entrapment occurred. The target lesion was located in the tightly calcified right superficial femoral artery (sfa). A platinum plus guide wire and coyote balloon catheter were successfully advanced and placed at the target lesion without difficulty. Two inflations were performed to unknown atms. During repositioning of the coyote balloon catheter the device was inadvertently advanced pass the distal of the guide wire. When the coyote balloon catheter was pulled back the platinum plus guide wire punctured the shaft of the coyote balloon catheter 12cm proximal to the distal tip. The coyote balloon catheter and the wire were entangled and unable to remove. The coyote balloon catheter, platinum plus guide wire and unknown sheath were removed together as one unit. Therefore, the physician was satisfied with the results and concluded the procedure. No patient complications were reported and the patient's status is listed as ok. The technician stated that the distal markerband of the coyote balloon catheter appeared to be misaligned as it was angled rather than parallel to the other markerband.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon was deflated. The inner shaft was bent on both sides of the distal markerband. The inner diameter of the wire lumen was within specification. A .014" guidewire was loaded into the guidewire port but could not be advanced through the inner shaft damage. The device was inflated to rated burst pressure with an inflation device filled with water. The device maintained rated burst pressure for five minutes with no indication of any leaks or other irregularities. After confirming the device maintained rated burst pressure the device was deflated by applying negative pressure with the inflation device. It is possible that the bent inner shaft caused the markerband to appear misaligned. There was no evidence of any specification nonconformance related to the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-07450. It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire punctured the shaft of a catheter and entrapment occurred. The target lesion was located in the tightly calcified right superficial femoral artery (sfa). A platinum plus guide wire and coyote balloon catheter were successfully advanced and placed at the target lesion without difficulty. Two inflations were performed to unknown atms. During repositioning of the coyote balloon catheter the device was inadvertently advanced pass the distal of the guide wire. When the coyote balloon catheter was pulled back the platinum plus guide wire punctured the shaft of the coyote balloon catheter 12cm proximal to the distal tip. The coyote balloon catheter and the wire were entangled and unable to remove. The coyote balloon catheter, platinum plus guide wire and unknown sheath were removed together as one unit. Therefore, the physician was satisfied with the results and concluded the procedure. No patient complications were reported and the patient's status is listed as ok. The technician stated that the distal markerband of the coyote balloon catheter appeared to be misaligned as it was angled rather than parallel to the other markerband.

Manufacturer narrative:
(B)(4).